Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was trialing a neurostimulator. It was reported that this was a difficult three-hour trial trying to insert the lead. It was noted that the patient had over eight back surgeries and was fused from the twelve thoracic vertebrae to the first sacral vertebrae (t12-s1). They had to insert the lead starting at t10/t11 to get the lead to the t8 area. The trial began on (B)(6) 2017. The patient had relief on (B)(6) 2017 following the procedure with amplitude at 2.9 milliamperes. On (B)(6) 2017, the patient had no therapy relief. It was noted that this was considered a sudden change in therapy/symptoms. The rep was with the patient at the time of the call to the manufacturer¿s technical services on 16-oct-2017. During an impedance test, the rep saw all red for impedance. They moved the lead from the 0-7 slot to the 8-15 slot and got the same values. It was noted that there was a little blood in the wireless external neurostimulator (wens), but it was not near the lead. When the patient was lying down,they could get readings on 4 of the 8 contacts, but the rep didn¿t have values on that. Impedance was re-tested when in the 0-1 slot and the rep saw for 0, 1, 2, and 3 reading orange and 16,450 ohms, 22,220 ohms, and 38,160 ohms with the rest of the contacts reading greater than 40,000 ohms. This was when the patient was lying down, and when the patient was sitting, they got all values greater than 40,000 ohms. The rep tried using a multi-lead trialing cable to test the lead and see if they got similar values. Impedance values were similar as those when tested in the wens. It was also reported that out of regulation (oor) was seen following the testing of impedance and therapy. Damage to the lead or potential tissue issues were discussed. There was no known activity or event that prompted this issue. The rep believed that the lead may have moved out of position. Per an image on (B)(6) 2017, the lead was barely in the space. The rep was going to talk to the healthcare professional about it. It was noted that the location of the symptoms was the lead location. Additional information was received from the rep. It was reported that when the dressing was completely removed, the lead was completely outside of the space just lying on the back. The trial was therefore ended. It was noted that the patient weight was unknown and the rep was unable to find out.